Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a patient presented with an unknown systemic infection. The implantable cardioverter defibrillator (ICD) and two leads were explanted. The patient was stable. Related manufacturer reference number: 2017865-2020-12059, related manufacturer reference number: 2017865-2020-12060.